Event description:
It was reported that the right ventricular (rv) lead exhibited less than 20 ohm shock impedance, there was possibly inappropriate therapy for atrial fibrillation (af) and lead noise, and egm (electrograms) singles were interpreted as ¿noise¿ by the hcp (healthcare professional). It was noted that the shock terminates the tachy but there is significant lead noise noted with pacing inhibition, possibly at least 1 beat of failure to capture and oversensing. The 2nd shock is delivered when the rhythm is fast but irregular and possibly skewed by spikes of lead noise. The noise seems to be a combination of myopotentials with gradual baseline returns which may suggest a fracture. Patient was in office and arm manipulation to provoke lead noise was unsuccessful. A possible lead insulation failure leading to fracture is suspected. The r wave and shock impedance have decreased over the lifetime of the rv lead. The patient was admitted to the hospital. Reprogramming was done where the tachy therapies were deactivated. It was also noted that due to the shocks the patient may have psychological harm. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.